Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over 1 hour occurred on 12-09-2022 for transmitter with serial number 8f6gja. However, receiver with serial number pg13706177 was returned for evaluation. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Nordic bluetooth pairing test was performed and passed. Functional test results was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause cannot be determined. The reported event of signal loss over 1 hour is reportable based on the evidence was observed via the data investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).